Event description:
Shunt malfunction. Ventriculostomy clogged with unknown white subtance. There were no known injections of medication or irrigation into the system. There were periods of time of reduced csf, cerebrospinal fluid, outflow.